Manufacturer narrative:
Upon receipt the lead was found cut approx. 52 cm proximal to the lead tip. A proximal part including the yoke and the connectors was missing. The inspection of the lead revealed a rubbed through insulation at approx. 20 cm distal to the is-1 connector pin. The coating of the conductor cable to the ring electrode was found damaged in this area. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available further damages occurred most likely during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimise any such occurrences in future.

Event description:
Ous MDR - during a regular in-office visit, the ra lead was noted to be failing. There was no issue with this rv lead. However, when the ra lead was explanted and a new MRI conditional system was implanted, this lead was explanted and the physician asked that the lead be analyzed, just in case.